Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. During fluid path testing a tear spanning both the exposed and unexposed soft cannula was observed. The internal portion of the tear measured 0.64 inches from the nailhead. Fluid leaked from this tear. The exact time and cause of the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod. Investigation of the pod (completed 26-may-2026) found a tear in the cannula. The device was originally reported on 10-feb-2026 for leaking insulin during wear. As treatment, a new pod was applied.